Event description:
Information was received from a patient who was receiving fentanyl and bupivacaine via an implantable pump for non-malignant pain. It was reported that for the past several weeks, their handset had been running very slow when trying to deliver a bolus. Sometimes it would take 30 minutes to connect. Their doctor also changed their bolus setting where instead of waiting 6 hours, they only have to wait 4 hours. They saw their doctor yesterday and everything went like it was supposed to on the timing. Agent walked them through clearing data on the handset. Patient confirmed that they were able to connect to their pump and it did not give them the lag that they normally experience when they are locked out.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.